Manufacturer narrative:
E.1. Initial reporter facility name: tennessee valley veterans affairs healthcare system. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not detected on the pyxis bus in both application and diagnostics. The field service engineer (fse) removed and inspected both drawers, including the back of the drawers and all connections. Interface controller cards and the controller cards for drawers 2.1 and 2.2 were replaced. The drawers were reinstalled, the unit was rebooted, and full drawer configuration was performed and functional testing were completed. A full data synchronization (120 minutes) was also applied, along with serial number and name corrections in remote support service (rss). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawers 2.1 and 2.2 failed to open. Customer stated that when recovery was attempted, an error appeared on screen stating that the drawers required technical support, powered down the machine for approximately 10 minutes and then restarted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.